Event description:
It was reported that a patient underwent a rectocele repair procedure in (B) (6)2008. The patient states that she healed well with the exception that she cannot have intercourse with her husband since the procedure. The patient states that her physician does not know why she has this problem. The physician recommends that she keep trying to attempt intercourse. The patient has not returned to her physician for follow-up at this time.

Manufacturer narrative:
(B) (4) - dyspareunia: conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.